Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode was explanted due to dislodgement and oversensing. A new electrode was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 device code from migration to dislodgement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode was explanted due to dislodgement and oversensing. A new electrode was implanted and remains in service. No additional adverse patient effects were reported.